Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive, requiring connection to a charger to access the screen, and a replacement device was arranged while the user¿s blood glucose remained unaffected. No reported adverse clinical symptoms. Outcomes included no impact to health and no interruption of therapy beyond the device access issue. Investigation included a review of device function based on user report and logistical coordination for replacement and return. Investigation of this case revealed a hardware malfunction of the user interface button without evidence of alarms or glucose dysregulation. It was concluded that the device experienced a non-safety-impacting hardware failure, and the user was instructed on data sync, shutdown, and continued cgm use pending replacement.